Manufacturer narrative:
Examination of the returned used device 60-6010-005 found that the suction button was stuck in the down position and would not return to the original position of the button. The device was not functionally tested as the customer cut the tube and cord off the device and just returned the handle. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be tissue stuck inside the device. A device history record (DHR) review found a non-conformance; however, it was not related to this failure. A two-year lot history review shows a total of 1 device for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 33 reports, regarding 37 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle) switch device was used in an unnamed procedure on (B)(6) 2026, and ¿according to reports ¿ the suction button is sticking and is happening with multiple providers and residents. The problem is persisting. Members in the room of the recent event reported buttons on suction irrigator constantly sticking.¿. The procedure was completed with the use of an alternate same device and a delay of 1 minute. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A sales representative reported on behalf of a customer that the 60-6010-005, multifunction instrument system (straight grip handle) switch device was used in an unnamed procedure on (B)(6) 2026, and ¿according to reports. The suction button is sticking and is happening with multiple providers and residents. The problem is persisting. Members in the room of the recent event reported buttons on suction irrigator constantly sticking.¿ the procedure was completed with the use of an alternate same device and a delay of 1 minute. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety. H3 other text: device not yet received.